Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Revision of a duracon knee polyethylene insert for knee instability. Patient had a 9mm xl duracon insert implanted in (B)(6) 2000 and revised for instability of the patients knee. On (B)(6) 2019 the revision surgery was completed and successfully removed the 9mm insert replacing it with an xl 11mm insert.

Manufacturer narrative:
An event regarding instability involving a duracon insert was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection of the received image of the device noted blood stains and a thread like structure at the proximal end of the device. Dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant was rejected stating - " provided x-ray does not confirm the reported event. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that the patient's knee was revised for knee instability. Visual inspection of the received image of the device noted blood stains and a thread like structure at the proximal end of the device. The available medical records were provided to a consulting clinician for a review which was deemed insufficient to confirm the event. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Revision of a duracon knee polyethylene insert for knee instability. Patient had a 9mm xl duracon insert implanted in (B)(6) 2000 and revised for instability of the patients knee. On (B)(6) 2019 the revision surgery was completed and successfully removed the 9mm insert replacing it with an xl 11mm insert.